Manufacturer narrative:
The soft cannula for the received device measured the correct full length according to specification and did not appear bent/kinked. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing, causing the formed needle to not fully retract. Upon further investigation, mechanism rail swage and linkage rivet were found damaged. It could not be conclusively determined to what extent these findings contributed to the failure of linkage assembly to not fully retract after deploying needle.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose levels reached 297 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin. When removed from the infusion site (leg), the pod's cannula looked bent. As treatment for hyperglycemia, a new pod was applied and corrections were given.